Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested running an extend self test (est), performance verification test (pvt) and exercising the unit for 48 hrs on a test lung. Covidien was not authorized to service the device.